Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Further, the provided angiographic material was reviewed. The technical investigation of the returned orsiro revealed that the stent is deformed at its distal end and that stent struts are bent out of plane. Microscopic analysis revealed stent imprints on the exposed balloon surface indicating that the bent struts were initially crimped on the balloon. The actual deformation of the complaint instrument is not recorded on the provided images. The review of the angiographic material did not lead to any further information regarding the nature of the complaint. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause is most likely related to the patients body.

Event description:
Ous MDR - the orsiro drug-eluting stent system could not pass the severely calcified lesion in the lad.